Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a infusion set bent cannula on (B)(6) 2026 the event occurred on the first day of infusion set use at the abdomen site and resulted in high blood glucose of 500 mg dl which was treated using the pump.